Manufacturer narrative:
The reported issue was resolved through phone support. It was confirmed that by canceling guide tool change function, the issue was resolved. Following up with the customer also confirmed that there was no issue with the endoscope. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that the image was flipped. The customer replaced the endoscope, but the issue was not resolved. The tse had the customer cancel the guide tool change (gtc) function, which resolved the issue. The tse advised the customer to check if the endoscope base could be rotated smoothly. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no issue with the endoscope. The vision issue did not result in patient injury.